Event description:
Reported from pt's attorney stated the following: "several months after implantation of a spinal cord unit and lead, x-rays showed the lead to the lumbar area had moved. A shocking sensation could be elicited with the pt by pressing on the lumbar area. The lead was later removed and replaced."